Event description:
It was reported that the device was broken or damaged. There was no patient involvement.

Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel. As found 8.5.29.0 sw as left ver 9.17. Replaced rear case. Replaced left iui. Replaced right iui. Replaced door assembly. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/08/2006 to the present date 10/09/2020 and note that this device has been returned for service 2 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. There was no patient involvement.